Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant procedure by a competitor, the lead malfunctioned. The lead was not implanted. No further information was available.